Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after receiving shocks due to possible oversensing on the right ventricular (rv) lead. Programming changes were made and the lead remains in use. No further patient complications have been reported as a result of this event.